Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to steadily rising pacing thresholds, the right ventricular (rv) lead was explanted. A new rv lead was implanted. The lead was not expected to be returned. No additional patient adverse effects were reported.